Event description:
It ws reported by the patient that their device was "beeping like an ambulance". Follow up revealed that the patient alert was appropriately triggered due to a right ventricle (rv) lead malfunction. The rv lead was explanted and replaced. It was further reported that the physician elected to remove the lead due to undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and there was intermittency between the pin and cap on the is-1 connector. It was also noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analyst comment: the lead was returned with the helix extended and bent, blood on it and the distal conductor distorted and fractured within the connector.